Event description:
Information received indicates the casters came away from the bed.

Manufacturer narrative:
The technician found the caster nuts were loose. He adjusted the caster nuts to repair the bed.